Event description:
During a remote follow up, inappropriate shocks were observed on the device. Technical Support was contacted and it was noted the amplitude on the discrimination channel was low. Technical Support recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.